Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior and during a breast surgery, two smooth spectrum 475cc saline breast implants deflated. Before surgery, the right implant deflated. During the surgery the left implant deflated during the removal of a valve defect. Moreover, it was indicated that asymmetry resulted from the left implant. At the time of this report, mentor has received no further information. This medwatch form is for the left breast prosthesis. See for 1645337-2019-16918 contralateral prosthesis report.